Manufacturer narrative:
Concomitant products 6935m62 lead implanted: 2015-(B)(6).

Event description:
It was reported that the lead alert triggered, and the atrial lead exhibited zero impedance when in bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.